Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay. Testing was done with the ID now covd-19 assay and generated negative results. Repeat testing was performed and generated positive results. Confirmation testing was performed and generated negative results. Repeat testing was performed and generated negative results. Confirmation testing was performed and generated negative results. No additional information including dates, patient outcome/treatment was provided.

Manufacturer narrative:
The customer reported a false positive result on a nasopharyngeal swabs (eiken chemicals y collect swab rii) with the ID now covid-19 assay performed on various dates (B)(6) 2021 for the same patient. All false positives were received with the same lot number, repeat testing was performed on (B)(6) 2021 (negative), (B)(6) 2021 (positive), (B)(6) 2021 (negative), (B)(6) 2021 (positive). Pcr confirmation testing was performed on (B)(6) 2021 and generated negative results (CT values 38.4). This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m144024 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m144024, test base part number 190-430 / lot: m144024. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144024 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Reference MFR. Report: 1221359-2021-03132.